Manufacturer narrative:
The report of an unresponsive lvp keypad issue is confirmed based on the recall for bd alaris¿ pump module model 8100 manufactured from december 1, 2016, to january 23, 2019. No further complaint investigation is necessary as CAPA ca-2018-0128 was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the large volume pump (lvp) keypad needed to be replaced due to cosmetic cracks and unresponsive keypad. There were no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the large volume pump (lvp) keypad needed to be replaced due to cosmetic cracks and unresponsive keypad. There were no patient involvement.